Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 300 mg/dl with polydypsia and polyuria associated with a loss of prime issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the cartridge cap was secure and the cartridge was being used per instructions for use. It was reported that the pump emitted greater than 3 loss of prime warnings in 30 days despite changing the cartridge multiple times. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: the black box showed loss of prime warnings associated with a low non-zero force. On (B)(6) 2014 at 06:46 loss of prime; deliveries never resumed. On (B)(6) 2014 at 21:18 loss of prime; deliveries resumed on (B)(6) 2014 at 17:13. On (B)(6) 2014 at 22:00 loss of prime; deliveries resumed on (B)(6) 2014 at 22:42. An ez-prime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The total daily doses added up correctly. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The pump passed a force sensor calibration check. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.